Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing leakage events on 14-feb-2026 and 16-feb-2026. The leakage was at infusion site. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 2581124-device 2 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.